Event description:
Repeated attempted were made to contact the surgeon to obtain further information regarding reported symptoms and the patient's current status. Co was unable to make contact, despite leaving messages requesting return calls.

Event description:
A surgeon reports that a patient is experiencing a dark/black crescent in their temporal field following intraocular lens implant surgery. It was reported that the lens was decentered. The lens remains implanted.